Event description:
It was reported that the clips misfired during a laparoscopic cholecystectomy. When squeezed onto the artery, instead of sealing the vessel shut, the clip did not come out correctly. The clip was not loaded in the grooves correctly, came out "half correct and half wrong," and scissored onto the artery. The clip was removed. There was no patient injury and the patient was fine after the procedure.

Manufacturer narrative:
Final device investigation showed that on the second test firing, the device fired more than one clip when it was triggered. The device fired properly closed the clip that was in the jaws along with another clip from the shaft that was not closed. The device was functioned tested two times. On the initial test, the device met all function testing criteria.